Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose levels of 35 mg/dl and loss of balance. Troubleshooting was performed, and the insulin pump was programmed correctly. Found that the customer had given himself insulin based on the sensor glucose reading instead of the blood glucose reading. The customer may have given himself too much insulin because of this. Nothing further was reported.